Event description:
The clinician reports the implant was inserted (B)(6) 2017 in fdi 17 of the patient's mouth. Details of surgery: primary stability not achieved and sinus augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.